Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years post filter deployment, patient presented with abdominal pain. Subsequent, CT revealed an ivc filter was present with stable chronic thrombus in the left popliteal vein. Approximately two years later, CT revealed ivc filter was in place and some of the struts appear to protrude out the medial wall and this appearance was stable. Therefore, the investigation is inconclusive for perforation of the ivc as the medical record states struts ¿appear¿ to protrude out the medial wall. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated the vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.